Event description:
Balloon rupture.

Manufacturer narrative:
The report from the affiliate indicated that a patient was undergoing a percutaneous transluminal angioplasty (pta) procedure on a shunt in the right antebrachial artery. The target lesion was moderately calcified and tortuous with 90% stenosis. The 40cm powerflex balloon was prepped outside the patient's body. It was inflated, and ruptured at 15atm. The procedure was successfully completed with another powerflex balloon, a 420-5040t, and there was no injury to the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.